Event description:
During implant procedure of ancure bifurcated graft to treat aaa, the right iliac graft limb deployment was delayed when the introducer became stuck. Physician reports that the vessel was small (no aneurysm present in iliac). An aortic balloon was passed over guide wire from the left side to secure right attachment and apply pressure, which facilitated removal of the introducer.

Manufacturer narrative:
Notification of prolonged surgery was received from the law firm as result of a claim.